Event description:
It was reported that the patient's right ventricular lead had caused perforation in the patient's cardiac tissue. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The lead was returned due to perforation. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Final analysis did not find any anomalies.